Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked reservoir tube window corner, cracked display window, cracked reservoir tube window, broken battery tube threads, broken battery tube threads, broken reservoir tube lip, a missing o-ring from the reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that that the insulin pump is crack around the reservoir compartment. The blood glucose reading is 258 mg/dl. Nothing further reported.